Manufacturer narrative:
The soft cannula was in the deployed state when the device was received with the needle exposed near the soft cannula distal tip. A bend on the exposed soft cannula was also found near the distal tip with the needle tip protruding at that bend. It is unclear when the bend occurred. The investigation found the needle mechanism fully retracted and the hard cannula not sitting in the slide retract with no damage to the slide retract. An 0x14 alarm was found in the data download indicating that an occlusion occurred. The device was reset and delivered a 5-unit bolus. No timeouts or alarms were present after the bolus delivery. Fluid path testing failed due to a leak in the exposed soft cannula where the needle tip protruded the soft cannula. A crack was found on the upper housing. While the damage was found, it did not affect the pod¿s ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient was wearing the pod between 4 and 24 hours on the arm. The needle mechanism did not retract as intended after activation.